Manufacturer narrative:
Investigation results: visual investigation: the pair of scissors are broken at the ride, directly at the thread of the screw hole. The tungsten carbide inlay is fractured near the tip. The analysis of the fracture patterns illustrates a forced fracture due to overload. The side of the fracture pattern "b" was probably the first to be fractured, as it already shows slight signs of ageing and corrosion due to reprocessing. The side of the fracture "a" was probably the second to be fractured, there are no signs of corrosion. No pores, inclusions or foreign bodies could be found on the points of rupture. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
No updates.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a metzenbaum scissors cvd (180mm). The scissor came apart during a total shoulder procedure while dissecting soft tissue. The device's pin fell into the patient. The surgical staff was able to retrieve it but the device fragment was later lost in the wash. An x-ray was taken to aid in the removal of the broken piece. There was a ten minute delay in the procedure due to the reported event. The patient reportedly was not harmed during the procedure. An additional medical intervention was necessary. Additional information was not provided nor available. The adverse event / malfunction is filed under xc reference (B)(4).